Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device and/or patient x-rays was not possible as they were not returned. Several follow up attempts were attempted to obtain additional patient demographics, product information, and x-rays but were unsuccessful. Review of device history records finds no related manufacturing deviations or anomalies. A search of the complaints databases finds no other similar reports against the provided product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Revision and suspected alval.